Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. The 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres. During the second inflation the balloon was inflated at 10 atmospheres. However, on the third inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.